Event description:
The customer reported that the numbers on his insulin pump were ramping, it is going through menus on its own, and it gave him insulin on its own. The customer's blood glucose dropped to 34 mg/dl. The customer stated that he was with his family who caught on time and treated his low blood glucose. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to moisture damage to force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had intermittent button response due to moisture damage on keypad trace. No scroll bar/ramping numbers without button press noted. The insulin pump returned with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.